Event description:
It was reported that customer experienced continuous glucose monitoring error message while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, did not experience further error after reset, and successfully started new sensor session.